Manufacturer narrative:
Concomitant medical products: product ID: 309328 lot# 0209017473, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary incontinence. It was reported that the patient experienced a return of urinary symptoms with urge incontinence and urinary leaks. The contributing factor of the event was the device was off. It was unknown if any diagnostics/troubleshooting was performed. The action taken to resolve the event was a restart of the ins on (B)(6) 2016. The event was not serious, not related to the procedure, and related to the stimulation. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the device being off was probably due to misuse of the programmer by the patient. The event was not related to the stimulation.